Manufacturer narrative:
(B)(4).

Event description:
It was reported that the vns battery had already reached 11% battery remaining and was suspected to be prematurely depleting. A review of device history records for the generator shows that no unresolved non-conformances were found. The device met all specifications for release prior to distribution and was not manufactured with laser routing. Available programming data was reviewed and did not support the premature battery depletion. No additional or relevant information has been received to date.

Event description:
Additional decoded programming data was reviewed. There were no sudden changes in battery voltage and the battery had not reached the 25% status as of 2/13/2018. The patient's duty cycle, frequency, and pulse width were also lowered. No additional or relevant information has been received to date.

Event description:
Information was received that the patient has been referred for vns generator replacement due to the low battery which has reached 11%. No relevant surgical intervention is known to have occurred to date. No additional or relevant information has been received to date.

Event description:
Analysis was completed for the returned generator. An analysis was performed on the generator and did not confirm a premature end-of-life indicator. The pulse generator diagnostics were as expected for the programmed parameters. In addition, a comprehensive automated electrical evaluation showed that the device performed according to functional specifications. Additionally, a battery life calculation was performed which aligned with the observed battery consumption. The analysis of the device in conjunction with the battery life estimation results indicate that the device reached the ifi battery status from normal, expected battery depletion.

Event description:
The patient underwent a vns generator replacement surgery. The explanted generator has been received, and analysis is underway but has not been completed to date. No additional or relevant information has been received to date.

Event description:
Information was received clarifying that the patient's device was found to have reached the 11-25% battery status at a clinical visit in september. It was previously thought that the device had reached the ifi battery status at this time. No additional or relevant information has been received to date.